Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated their shoulder was going out and they wanted to know if they could have an MRI of their shoulder. Patient said they weren't able to before, but just recently had their implant removed when they had their legs amputated (patient mentioned theywere paralyzed and their legs eventually were infected so were amputated). Patient said the implant was removed at the same time since it never really worked, however the leads were left in. When asked if implant didn't work since implant, patient said they had tried the stimulator a number of times, and the first time it seemed like it was starting to work, but the next morning they got up and had really bad pains. Patient then said they turned stim on, but nothing was happening, where before, they could feel it and seemed like it was doing something. Patient also mentioned they had nagging pain all day long.